Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -13.50/3.0/093 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The lens was removed on (B)(6) 2018 and a shorter length lens was later implanted due to excessive vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry, in lens case/vial. Visual inspection found the haptic broken. (B)(4).